Event description:
It was reported that during an low anterior resection procedure, an error sound was heard during use. While the device was being reset and tested, the blade broke off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.